Manufacturer narrative:
The suspect device has been returned to olympus for evaluation. The investigation is in process. The olympus service center evaluated the device and identified the following: confirmed the customer specified fault of leaking and image issue. An excessive amount of fluid was contained within the plug body triggering the pink moisture indicator. Fluid has entered the instrument possibly via the leaking eto valve; however quality trend analysis has shown that fluid inside the plug body can result in intermittent image issues temporarily affecting the video image and other electrical functionality. The most likely cause is during the manual leak check or cleaning process and is therefore typically attributed to user handling. Lenses chipped and scratches, distal end damaged, distal end cover glue worn out, and biopsy channel leaking. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
The customer reported to olympus, the subject device failed during a procedure and the procedure was aborted and rescheduled. The subject device had leakages, an aspiration problem and an image problem. The customer reported the procedural delay was clinically relevant however no one was injured or harmed. The subject device was returned for repair and the evaluation identified a scope error which is a reportable event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, it is likely that leakage occurred from the biopsy channel or the like, while the user was handling the device and water invaded the device. Due to the water invasion, an abnormality of the electrical parts occurred which led to the displayed error message. In addition, the procedure was cancelled because the user could not complete the procedure and did not prepare a spare device. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿inspection of the endoscopic image.¿ ¿if air bubbles emerge from the endoscope continuously during the leakage test, do not use the endoscope. Water may enter the endoscope and cause a short circuit. This may result in image sensor damage.¿ ¿spare equipment - be sure to prepare another endoscope to avoid interruption of the examination due to equipment failure or malfunction.¿ olympus will continue to monitor field performance for this device

Event description:
The intended procedure was a colonoscopy with polyp removal.